Manufacturer narrative:
The evaluation of the concentrator was completed. It was observed that the tubing from the left and right sieve beds to the pe valve was darkened, as was the tubing from the left sieve bed cap to the product tank. The tubing from the left sieve bed was also deformed and had developed a hole, which allowed sieve material to escape, causing charring on the interior of the cabinet and on the vents surrounding the inlet filter. These findings are consistent with what was previously reported.

Event description:
A dealer reported that within the irc5po2v concentrator, heat from the pe valve blackened the internal tubing and melted a portion of it, causing a fire that was contained inside the unit. The dealer advised that no injury occurred.

Manufacturer narrative:
This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (z-0514-2021) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. The concentrator was returned to invacare and is pending inspection. Once the evaluation results are available, a supplemental record will be filed.

Event description:
A dealer reported that within the irc5po2v concentrator, heat from the pe valve blackened the internal tubing and melted a portion of it, causing a fire that was contained inside the unit. The dealer advised that no injury occurred.